Event description:
It was reported that ups does not work. The case was performed manually. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the ups, intended for use in treatment, was returned for evaluation. DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for ups / battery maintenance. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The root cause was dead batteries, indicating that the unit is beyond serviceable life.